Event description:
I had a left total hip replacement on (B)(6) 2008. I received a depuy total hip system pinnacle 100 acetabular cup mm54. Prior to surgery, I had pain and stiffness in my left hip that had started to interfere with my daily living/activities. After surgery, the pain went away but then in (B)(6) 2012, I had significant blood levels of cobalt and chromium. I had a revision of my left total hip replacement on (B)(6) 2012 requiring additional hospitalization. Dates of use: (B)(6) 2008 - (B)(6) 2012. Diagnosis or reason for use: left hip osteoarthrosis. On (B)(6) 2012: physical therapy.